Manufacturer narrative:
Initial and final (B)(4) - device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets cannula bent. These events occurred on 07-dec-2024. These events occurred after three hours of insertion. Insertion site were abdomen, legs, and arm. The blood glucose level was around 380 mg/dl. Moderate ketone level was identified. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.